Event description:
It was reported that the customer passed away due to brain damage. It was stated that the customer was not wearing the insulin pump at time of death. It was stated that the paramedics were called and they took the customer to the hospital due to low blood glucose of 15mg/dl. The caller stated that the customer was in a hospice for a week with severe brain damage. It was stated that the customer was unresponsive at the time the paramedics arrived. The brother in law stated that the customer was complaining of having stomach ache when he talked with his sister in law. The caller mentioned that the paramedics stated the insulin pump was not functioning when they arrived. No further information was provided.

Manufacturer narrative:
The insulin pump was received with rayovac battery.